Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had broken lens. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing charged coupled device lens. Poor color image. A root cause could not be identified. Based on the results of the investigation, it is likely that a missing charged coupled device lens caused the customer's allegation. Regarding the reportable issues found during the device evaluation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.